Manufacturer narrative:
The reported observation of ¿pairing did not work¿ was confirmed. The root cause was due to the device entering the service application state during the implant procedure. The device was successfully recovered using the universal engineering programmer (uep) and subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual arten600150429 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patients ipg became inoperable following the implant surgery. As such, the ipg was explanted and replaced to address the issue.